Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately low compared to a calibrated laboratory device as well as compared to another meter. These complaints were classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at 7:30am on (B)(6) 2015. The patient regulates their diabetes by self-adjusting their insulin dosage, and claimed that they took their normal dosage, of 23 units of humalog ¿ at 9:15am, prior to receiving treatment. An unknown period of time before the alleged inaccuracies occurred, the patient stated that they felt ¿dizzy and disoriented¿ and was ¿vomiting¿. At 10am on (B)(6) 2015 the patient went to the emergency room where they obtained a blood glucose result of ¿249mg/dl¿ on the subject meter and ¿464mg/dl¿ on the laboratory device, within 10 minutes of one another. The patient also obtained a result of ¿425mg/dl¿ within another meter in e.r within 30 minutes of the subject meter result. As a result of this a healthcare professional gave them IV fluids in order to lower their blood glucose levels. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting and the patient¿s testing steps were correct. The products were replaced and requested for evaluation. These complaints are being reported because the patient claims to have obtained inaccurately low readings on the subject meter which then caused/contributed towards them requiring medical intervention for an acute complication of hyperglycemia after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (04/20/2015). The patient¿s meter and test strips have been returned on 4/1/2015 and evaluated by lifescan product analysis on 4/3/2015 and 4/10/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.